Event description:
It was reported that a peritoneal dialysis (pd) patient reported receiving a heater bag was not warm enough alarm during dwell 3 of 3 of treatment. The patient noted that only one treatment with the bags would reach warm temperature. The solution bags were at room temperature when the cycler was set up but the heater bags felt cold to the touch. The solution felt cold when filling. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, it was confirmed that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of thermal decomposition on pan thermostat was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. The cycler underwent and failed a heater test and thermistors 3 and 4 were not activating. Thermal decomposition on pan thermostat was encountered. The heater tray was replaced. Thermistors 3 and 4 functioned properly. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be thermal decomposition on pan thermostat. The cycler was refurbished following the evaluation.